Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose on unknown date with blood glucose of 440 mg/dl. Customer other's blood glucose was 494 mg/dl and 422 mg/dl. Customer had bolus before going to emergency room. Customer was using auto mode feature. The device will not be returned for analysis.